Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/11/2021. H.6. Investigation: customer returned (10) used 31gx8mm, 0.3ml insulin syringes from lot 9322425. Consumer reported: needle shield difficult to remove, needle hub separated inside of the shield, and needle stick while removing shield. All 10 returned syringes were examined, and it was observed that 1 syringe exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tip was observed. The other 9 syringes were tested to determine the shield removal force. All 9 tested syringes tested within specification. No defects regarding the cannula was observed. A review of the device history record was completed for batch# 9322425. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that during use with a relion® insulin syringe the hub separated ifrom device. The following information was provided by the initial reporter: it was reported that the needle hub separated inside of the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a relion® insulin syringe the hub separated from device. The following information was provided by the initial reporter: it was reported that the needle hub separated inside of the shield.

Manufacturer narrative:
H6. Investigation: no samples (including photos) were returned as of 3 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9322425. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that during use with a relion® insulin syringe the hub separated from device. The following information was provided by the initial reporter: it was reported that the needle hub separated inside of the shield.